Event description:
Doing an iliac stenting on contralateral side. Accessed via left side, up and over to right side. The first sheath would not follow the wire guide easily. They removed it and placed the raabe sheath. Once in with the sheath, it became unravelled. A vascular surgeon was called in to perform a cutdown procedure to remove the sheath.